Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information cannot be requested as contact information has not been provided. The event of " seroma-late, capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, capsular contracture unknown baker grade, pain, edema, and anxiety-product/procedure.

Event description:
Patient representative reported "right breast pain, swelling, seroma, and capsular contracture unknown baker grade requiring bilateral capsulectomies and increased risk of alcl patient has not been diagnosed with bia-alcl" this record is for the right side. The device has been explanted.